Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The threads on the extractor adapter are stripped.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. The root cause is attributed to product wear from normal use and servicing. The supplier's report states a review of the device history records show an initial conformance of the product with regards to its specification. A search of the complaint database fund no additional reports for this part and lot number combination for stripped threads. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.